Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the proximal end of the distal spring electrode is slightly separated from the lead body insulation and medical adhesive is noted. Additionally,there is tissue entwined in the area and in the helix mechanism. Resistance testing confirmed the electrical continuity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and decreased pacing impedance measurements on the right ventricular (rv) channel. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.